Event description:
It was reported that the after flushing the white lumen and almost at the completion of procedure, the patient experienced red face and felt hot. Returned to normal within 5 minutes. Additional information: patient became flushed, developed hives, hot and diaphoretic, at the end of the procedure. Patient is a quadriplegic and unable to communicate. Patient has documented "storming" syndrome. In other words, when he becomes stressed, he gets hives, flushes and becomes diaphoretic. He exhibited these same symptoms on conclusion of PICC insertion.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.